Event description:
It was reported that revascularization occurred. On (B)(6) 2023 an agent dcb mr 2.75 x 30mm and 2.25 x 30mm were selected for treatment of the target lesion which was located in the left anterior descending artery (lad). Later, on (B)(6) 2024, the patient was experiencing chest pain. A coronary angiogram performed on (B)(6) 2024 revealed that restenosis has occurred at the lad. Further treatment using a stent was required, and there were no further complications.